Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in emergency room due to vibratory alert on device. Upon interrogation, device was found to be in back up vvi mode. The device was restored successfully and cybersecurity firmware was downloaded to prevent future recurrence. The patient was asymptomatic prior and after the device programming.